Event description:
A malfunction was reported, identified by malf 12 code, with the occurrence happening at least three times on the same pump. There was no adverse impact to the customer¿s blood glucose level. Instead of opting for a replacement, the customer chose to update the pump after receiving guidance on the issue.